Manufacturer narrative:
Result: malfunctioning foot left load cell.

Event description:
It was reported by service report that the scale was not working because the foot left load cell was giving false readings. It is unk if there was pt involvement or adverse consequences to report.